Event description:
Event description cpi received information that during a routine follow-up on this ventak mini implantable cardioverter defibrillator (ICD) it could not be interrogated. Magnet application could not be completed. The physician elected to explant the ICD. A new device was successfully implanted.